Event description:
It was reported that this fiber developed black spots after its first use. It was noted that the fiber was plasma sterilized and the connector was wiped clean at setup. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned fiber identified a fiber body break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. It was identified that the fiber was received in two pieces and had a kink. Visual inspection of the fiber showed the fiber connector face had black spots and the tip had normal degradation, thus confirming the reported event of fiber developing black spots. Functional testing of the fiber was performed by connecting it to a console. The console read: treatment used: 1 treatment left: 9. The aim beam could not be determined due to the fiber body break. Based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation. It is likely that the procedural handling of the device during use contributed to the damage to the fiber.

Event description:
It was reported that this fiber developed black spots after its first use. It was noted that the fiber was plasma sterilized and the connector was wiped clean at setup. The procedure was completed with another fiber. There were no patient complications. Analysis of the returned fiber identified a body break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. It was identified that the fiber was received in two pieces and had a kink. Visual inspection of the fiber showed the fiber connector face had black spots and the tip had normal degradation, thus confirming the reported event of fiber developing black spots. Functional testing of the fiber was performed by connecting it to a console. The console read: treatment used: 1 treatment left: 9. The aim beam could not be determined due to the fiber body break. Based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation. It is likely that the procedural handling of the device during use contributed to the damage to the fiber.